Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The manufacturer's technical services (ts) advised the customer to replace the pm pcba since the battery was previously replaced. The customer reported the problem with the unit turning on by itself still persists and is currently removed from service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports unit turns on by itself. Very intermittent ¿ it can happen in as short as 2 days or go for a month before it turns on again. There was no patient involvement.